Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an occlusion alert followed by a restart alert, after which the ilet¿s screen became unresponsive and the device could not be unlocked or woken even while on a charger; a replacement device was arranged and the user had alternative insulin therapy available. Symptoms included no reported adverse health effects and no impact to blood glucose. Outcomes included continued glycemic stability without hypoglycemia, hyperglycemia, or medical intervention. Investigation included troubleshooting by phone, a device restart, and guidance to complete a firmware update, along with logistical steps to return the malfunctioning unit. Investigation of this case revealed a device malfunction characterized by an unresponsive display and restart alerts consistent with a hardware or firmware issue. The complaint was confirmed and determined to be caused by the adhesive separating and allowing the display assembly to disconnect from the housing and mainboard.